Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg reached end of life. Surgical intervention took place on (B)(6) 2022 with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.